Event description:
A malfunction alarm was reported, referred to as alarm 01, by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed to load a new cartridge, and they successfully resumed insulin delivery without further issues.